Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger bolus than expected. Reportedly, customer has recently set up their pump. During troubleshooting with tandem technical support, it was determined that the customer programmed the incorrect correction factor into the pump. Customer corrected the settings. There was no impact to customer's blood glucose level.